Manufacturer narrative:
As of (B)(6) 2023 , unused retained samples of the same lot as the reported were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.

Event description:
Consumer stated on (B)(6) 2023 that went she removed the bandage, some of her skin came with the bandage. The consumer stated that she went to the ER to have the rest of the bandage removed. Consumer returned customer information request (cir) on (B)(6) 2023 the consumer states that she used the product to cover a small cut that she has on her forearm. The dr. Applied cream and removed the bandage. Consumer had to get a tetanus shot. The dr. Apply antibiotic cream and a new bandage on her arm. The consumer stated that the symptoms were corrected after stopping using the product. The consumer confirmed that the issue was with the tape area.